Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or recharge. The cause for the battery failure was isolated to an open f1 battery fuse and damaged bq 2040 chip. The cause for the open fuse and damaged chip was excessive current. The root cause for the excessive current could not positively identified. No adverse event resulted form the defective battery pack.